Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility¿s charge nurse (cn) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing segment immediately at the onset of a patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. Fresenius bloodlines were in use. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine has been returned to service after the biomedical technician replaced the blood pump rotor. The machine serial number is not available. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s charge nurse (cn) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing segment immediately at the onset of a patient's hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, alarmed appropriately with an air detector alarm. Fresenius bloodlines were in use. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The machine has been returned to service after the biomedical technician replaced the blood pump rotor. The machine serial number is not available. The complaint device is not available to be returned to the manufacturer for evaluation.